Manufacturer narrative:
¿After clinical/secondary review of this file performed on 03/17/2020, it was decided to remove patient code: autoimmune disorder/add generalized illness, to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 200cc on the right side, and 250cc on the left side silicone breast implants which patient states she went to have a liver MRI examination on (B)(6) 2020 and they were able to see implants had rupture doctor requested MRI for breast on (B)(6) 2020 and they confirmed bilateral rupture, lymph nodes removed. Patient also reported the following: I have a laundry list of auto immune issues and symptoms. I don't feel well and in addition to not feeling well, I must worry about silicone leaking through my body. These issues occurred after implantation. The issue of ruptured implants confirmed by the physician via MRI examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.